Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
One reported false positive result for flu b. Unknown if the patient was symptomatic or asymptomatic. The customer communicated the result was confirmed negative by molecular (pcr testing). The customer also communicated four other patient events which are captured in separate reports.